Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) printed circuit board (pcb).

Event description:
Report received that the ventilator was inoperable. The ventilator was not on a patient at the time of the event.